Event description:
A (B)(6) requiring esophageal dilatation. During procedure, md utilized a balloon dilator. The balloon portion rupture during the procedure and 2-3 ml of contrast leaked into the right lung. The procedure was then converted to an open gastrostomy tube placement and a chest tube was inserted into the right lung. Diagnosis for use: esophageal restriction.